Manufacturer narrative:
The insulin pump was received with no traces of moisture were noted at electronic or motor assemblies per our visual inspection. The insulin pump has cracked case at display window corners, display window, reservoir tube lip, battery tube threads, minor scratched display window and missing end cap sticker.

Event description:
It was reported that the customer had gotten the insulin pump wet. Customer's mother stated that the customer was on a lake and forgot that she had her pump on. Customer noticed that the pump was acting as if it would give a bolus but then it stopped working. Customer's blood glucose level was 581 mg/dl at the time of the incident. Customer has cracks in the pump, which could have allowed for the moisture to enter the pump. Pump was submerged in a lake. Customer reported there is fluid under the lcd display. There are also some cracks near the battery compartment and above the lcd screen. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.